Manufacturer narrative:
(B)(4). Estimated date of event (exact date was not recalled; reported as the event occurred the week of (B)(6) 2015). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement of a proglide device was attempted in a common femoral artery using the preclose technique prior to an interventional procedure to insert an impella device. Reportedly, when the foot was deployed, a suture break occurred with two proglide devices. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, sixty-two sterile, unused proglide devices with the same part and lot number (part #12673-03 and lot #50129k1) as the complaint device were returned for evaluation. Visual and functional testing was successfully performed with no malfunctions noted.